Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was experiencing intermittent undersensing of r-waves due to varying r-wave amplitudes. Programming changes were suggested. Device remains implanted. Patient will be followed up normally. No further information is available.